Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl, resulting in a seizure. Suspected cause of low blood glucose was due to the customer¿s carb ratio requiring adjustment. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and was discharged the same day with the issue resolved and no permanent damage. Reportedly, customer discussed diabetes management with their healthcare provider and continued using pump for insulin therapy.